Manufacturer narrative:
Per the tandem user guide: do not start to use your pump before you have been appropriately trained on its use by a certified trainer or through the training materials available online if you are updating your pump. Consult with your healthcare provider for your individual training needs for the pump. Failure to complete the necessary training on your pump could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level between 50-78 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. During troubleshooting, it was found that customer was using pump without having completed initial pump training. Tandem technical support advised customer against this, and customer agreed to be set up with initial training. Tandem technical support also advised customer to consult their healthcare provider regarding settings adjustments.